Event description:
It was reported, the patient¿s device would be explanted on (B)(6) 2013 for an MRI. Less than 50% therapy relief was noted. Patient status was noted as no injury or adverse event. Follow up reported the device was successfully explanted without any issue.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 97791, product type accessory product ID 97791, product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable pulse generator (B)(4) found device was functionally okay with insignificant anomalies. Analysis of the leads (B)(4) found no significant anomaly. It was noted the bodies were cut through and the products were segmented. Analysis of the anchors found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.